Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. The device also had a scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. It passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose of 29 mg/dl the night before. She treated at home with orange juice and blood glucose level went up to 128 mg/dl. The customer also reported that the insulin pump had a button error alarm the day of the call. The blood glucose at the time of the alarm was 205 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.